Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery could not be charged with a non-tandem wall adapter and cable resulting in the pump shutting off. Reportedly, the customer experienced a ¿high¿ blood glucose (bg) level, a specific bg value was not provided. Customer administered a manual injection to address bg. Customer changed the pump charging supplies but the issue persisted and the pump was unable to be charged. The customer reverted to manual injections for insulin therapy.